Event description:
This companion 2 driver was not supporting a pt. The companion 2 driver was returned to syncardia for routine scheduled service. The driver did not pass the incoming system check because of a "left pressure incorrect" alarm, which resulted from a left pressure of 104 mmhg, which was out of the acceptable range of 110-130 mmhg. The driver also did not pass the "left pressure minimum and middle" tests of the system check. This alleged failure mode poses a low risk to a pt because the issue observed during a system check when the driver was not supporting a pt. The investigation is in process, and the results of the investigation will be provided in a supplemental MDR.